Event description:
It was reported that the customer experienced a low blood glucose of 24 mg/dl. Customer was in the hospital at the time of the report and she did not state the cause for hospitalization. Customer also received battery out limit alarms from the insulin pump and was advised to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.